Event description:
Revised for pain.

Event description:
Reason for revision: alval, soft tissue reaction, pseudotumour, cyst, fluid collection, metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision recommended - right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended - right hip. Asr xl acetabular system. Reason for revision: alval, soft tissue reaction, pseudotumour, cyst, fluid collection, metallosis. 16/12 - update from (B)(6) spreadsheet dated 2 december 2011- changed surgery date and added surgeon. Update:additional reason for revision received 31 july 2012. Reason(s) for revision: pain. Update - updated surgery date, taken from claimsuite dated 3rd september 2014.